Event description:
It was reported, "dr (B)(6) was performing a robotic laparoscopic hysterectomy. He began the colpotomy and noticed that the forward cup had come off the cervix and was free floating in the pelvis. He stated that the uterus was a large one and there was a lot of manipulation. He had to fish out the cup which added a half hour to the case. Dr. Olson is an experienced doctor and has been using the vcare for years.." It was also reported that there was no patient injury associated with the malfunction of the device.

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2011-00062, and, medwatch 1320894-2011-00091. The device is anticipated to be returned to conmed for evaluation; however, the device has not been received to date. Conmed is attempting to acquire additional information regarding this reported incident. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed. Other text: device not yet returned to manufacturer.

Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR / lhr, device history record / lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness, or performance were not identified during manufacture. The intrauterine balloon, cervical cone, and vaginal cone were completely detached from the manipulator tube, but the handle and pilot balloon were intact. The detached uterine balloon was lodged in the center hole of the cervical cone and appeared to have been "peeled" over itself from the manipulator tube. There were two small pieces of intrauterine balloon remaining on the manipulator tube. This indicates that the balloon had been securely attached. Adhesive application on the manipulator shaft where the uterine balloon was attached appeared to be adequate. The inside diameter of the cervical cone measured within specification using calibrated pin gages. The outside diameter of shrink band provided an interference fit between the inside diameter of the cervical cone with the outside diameter of the shrink band on the manipulator tube. The uterine balloon adds additional resistance to detachment of the cervical cone. A vcare cone / balloon detachment investigation guidance questionnaire was completed by the end-user for this complaint. From the questionnaire it is known that, the uterus was removed through the vagina, attempt was made utilizing the vcare device. The questionnaire noted that this procedure involved a difficult manipulation of an anatomically large uterus which may have been a contributing factor regarding the incident. The possible cause of this complaint is the application of force which exceeded the cervical cone / intra-uterine balloon pull off strength capability of the device. This would allow the vcare shaft to pull through the cervical and vaginal cones, detaching the intra-uterine balloon from the device. The difficult manipulation of an anatomically large uterus may have been a contributing factor. The risk associated with this complaint is mitigated in the vcare dfu which states, "unlock the locking mechanism by turning the thumb-screw counter-clockwise (anti-clockwise). Swipe finger around the vaginal cone to release cone from the vaginal tissue. Retract the blue tube back to the molding hand assembly. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Before disposing of vcare, visually inspect the device to check it is intact and all forward components (intrauterine balloon, cervical and vaginal cones, locking assembly and thumbscrew) have been removed from the patient." The dfu also cautions that, "vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal". The complaint investigation has not identified a manufacturing defect; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed.